Manufacturer narrative:
Other contact phone number: (B)(6). A getinge field service engineer (fse) replaced the 5k pm kit, after which the machine booted up properly, passed the functional check, and continued running in simulation for several days. After a few days, the machine auto shutdown. The fse installed a solenoid driver pcb (0670-00-0639e) for testing and ran the machine in simulation for 48 hours. Subsequently, the machine was tested continuously for over seven days, during which it operated normally. All functional and safety checks were successfully completed. The device was returned to the user and cleared for clinical use.

Event description:
It was reported during use that the cs300 intra-aortic balloon pump (iabp) had auto shut down. There was no patient harm or injury reported.

Manufacturer narrative:
Due to character limit in e1 event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had auto shut down. No harm.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) replaced the 5k pm kit, after which the machine booted up properly, passed the functional check, and continued running in simulation for several days. After a few days, the machine auto shutdown. The fse installed a solenoid driver pcb or testing and ran the machine in simulation for 48 hours. Subsequently, the machine was tested continuously for over seven days, during which it operated normally. All functional and safety checks were successfully completed. The device was returned to the user and cleared for clinical use. The failure analysis and testing dept. Received part solenoid driver pcb serial numbe with a reported unit failure of suddenly shutdown during use. The failure analysis and testing dept. Conducted a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part solenoid driver pcb serial number hcm into the cs300 test fixture serial number (B)(6) and tested the solenoid driver pcb to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W. The fat dept. Could not replicate the complaint of sudden shut down but did find that the blood back circuitry was not working. When the tubing retainer was removed and the light path was blocked, an autofill was initiated, the system did not display autofilling and clearing iab circuit, and then a blood detected message was not observed. The cs300 did not display either warning, indicating a failure of the blood back sensor circuit. The board failed testing. Probable cause of the failure is, the age of the solenoid control board and component reliability. Retaining the board in the fat dept. Per procedure.

Event description:
N/a.